Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the activate button on the insulin pump was harder to press, sometimes became non responsive. The customer¿s blood glucose level was unknown. Customer stated that screen was intended at the top left corner. Customer stated that there was random no delivery alarm and bad battery alarm on insulin pump. Troubleshooting was declined and said she will call in if she had any more issue. The insulin pump will not be returned for analysis.